Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma alcl. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported that 8 years following implant, patient had ¿¿tightening of the left capsule¿¿ and fluid around the left breast implant. Patient noticed that the left breast became painful and harder. An ultrasound identified folds and implant surrounded by thick fluid, varying from 4 to 7 mm. Second ultrasound was performed 6 months later and results showed left implant surrounded with hypoechogenic sphere, fluid up to 4 mms. Lymph nodes were determined to be normal. Diagnosis of alcl was made about 4 months later. Alcl nodules were found in the tissue with positive markers for cd 30, ema, mum1 and negative results for alk-1, cd3, c43, cd20, ck. Pathomorphological diagnosis also identified "fragment of fibrous-hyaline tissue with fine lymphocyte infiltrations, eosinophils, single giant cells and calcifications." The device was explanted and replaced 3 months following the 2nd ultrasound. After explant, fluid around the implant was observed and appeared as ¿¿old hematoma with greyish changes.¿¿ patient had previous implants.